Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps instrument was cleaned with the cleaning brush provided for this purpose. During this cleaning process, the cable broke. The procedure was completed with no reported injury.